Manufacturer narrative:
Phone number not provided.

Event description:
It was reported that during patient use, the ventilator had a low leak-co2 rebreathing risk alarm. Customer reported that the patient has been on the ventilator for a while. It was reported that the event occurred during clinical use. There was no patient harm reported as a result of the event.